Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, episodes of t-wave oversensing and far p-wave oversensing were observed. It was noted that programming changes had been made previously to address the t-wave oversensing. The noise was not reproducible with pocket manipulation. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.